Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 25mm epic max valve was implanted in the patient. On (B)(6) 2026, a respiratory distress noted due to pleural effusion and respiratory secretions. A thoracentesis was performed on (B)(6) 2026.